Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported there was ventilator failure during a case. There was no injury reported.

Event description:
Please refer to initial MFR report #9611500-2018-00202.

Manufacturer narrative:
A draeger fse was dispatched who examined the machine on-site. The log file evaluation revealed that there were certain error entries that point to motor shut-down due to overcurrent conditions. Further visual inspection showed that a particular o-ring intended to keep the ventilator piston diaphragm in place came off from it's defined position. In consequence, the piston diaphragm wasn't properly secured and could move during operation. Evidence was found by presence of abnormal friction marks on the material surface of the diaphragm that the piston was hindered partly or fully in movement. This also explains the increased current consumption which triggered the shut-down of ventilation during the particular use episode. All relevant parts were replaced and proper operation was verified by testing. The particular device is not under a draeger service contract. It could be determined that the last preventive service and maintenance intervention provided by a third party took place a few weeks before the occurrence of the reported event. A causal connection seems reasonable - if the aforementioned o-ring wasn't properly secured in place it may have loosened and caused the described findings. Finally can be concluded that the device responded to the deviation as designed - automatic ventilation was shut down to prevent from system damages and the user was alerted to this condition by means of a corresponding visual and audible alarm.